Event description:
According to the implant summary card received, a previously implanted cryolife tissue was explanted. A query of the implant database found another allograft for this patient: (B)(6) sn (B)(4). Additional information was provided by [surgeon], "the homograft had stenosis and regurgitation, it was implanted for the ross procedure. The op note is not available." No additional information forthcoming. This investigation will be relegated to (B)(6) sn (B)(4).